Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "broke mid-surgery by jaws." The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. A review of the instrument log for the small grasping retractor instrument (470318-10/n10190902) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. The customer reported complaint does not itself constitute an MDR reportable event and there was no report of patient injury. However, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor instrument broke mid-surgery by the jaws. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument jaws broke and became misaligned. The procedure was completed with no patient injury. No fragment fell inside the patient.